Manufacturer narrative:
The device has not been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer reported that the twist clamp of the transfer set was broken. It was reported that the light blue part and the white part got separated after 60 days during use. No patient injury or medical intervention occurred as a result. The product was new.